Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were hospitalized due to high blood glucose of 980 mg/dl and diabetic ketoacidosis on (B)(6) 2017. The customer was wearing the insulin pump at the time of the hospitalization. Customer want to make sure the insulin pump is delivering insulin as they programed 9 units of insulin and they saw drops after 2 units. Customer was changing out the reservoir on the insulin pump when he noted his high blood glucose was to high and went to the hospital. Customer performed partial troubleshooting on the insulin pump and no anomalies were noted. Customer declined high pressure test as the device had alarmed insulin flow block. The insulin pump is not returning for analysis.